Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of broken sensors. The customer's blood glucose was unknown at the time of incident. The customer indicated they could not troubleshoot and would call back later. No further assistance was necessary.